Manufacturer narrative:
Health impact and evaluation codes: updated device evaluation: one device was returned for investigation. The sample was unpacked, "it was inflated and deflated", and received in a good condition. Functional testing found the device met the specification. But it was slow both to (inflate and deflate) compared to other et tubes . Root cause was determined to the supplier. A review of the device history record (DHR), which is housed at the supplier, shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. A notification was sent to the supplier to inform them of the results of this investigation. The issue will be monitored with further actions taken accordingly.

Event description:
It was reported that the cuff is difficult to inflate. It is very slow both to (inflate and deflate) compared to other et tubes with the same sku. No injury reported.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.